Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging lightheaded. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging the device has a burning smell and water boils in humidifier water chamber, device had other thermal issue, device is noisy, lightheaded an issue related to a CPAP device. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed that dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, a teal-colored, foreign plastic contaminant in the blower box suggesting a source external to the device. Manufacturer observed evidence of water ingress in the blower box, suggesting the use of non-distilled water in the humidifier water chamber, slight black contamination at the blower seal of the blower box is consistent with the keratin contamination is observed . The manufacturer unable to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer applied power to the device and verified airflow and found no error codes. Manufacturer is unable to address the symptoms described. Manufacturer can confirm the presence of contamination in the airpath. The manufacturer concludes there was no evidence of sound abatement foam degradation. The manufacturer observed dust contamination, keratin in the device and are consistent with being from an external source. Sections d8, d9, h2, h3, h6 has been updated in this report.